Manufacturer narrative:
As reported, galaflex 3d had a bug within the package. Based on photo review, on the corner of the tyvek envelope there is a smudge/discoloration or foreign material present. Photos provided cannot assist in determining that what is seen in the images is a smudge/discoloration or foreign matter, however, can conclude that what is present is not a bug. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the galaflex 3d had a "bug" within the package. There was no patient involvement.

Manufacturer narrative:
As reported, galaflex 3d had a bug within the package. Based on photo review, on the corner of the tyvek envelope there is a smudge/discoloration or foreign material present. Photos provided cannot assist in determining that what is seen in the images is a smudge/discoloration or foreign matter, however, can conclude that what is present is not a bug. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the imdrf annex c code. Updated fields. Corrected field: h6 (imdrf annex c grid) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the galaflex 3d had a "bug" within the package. There was no patient involvement.